Manufacturer narrative:
It was initially reported on a handwritten note on the implant data card that the valve was 'implanted and explanted'. However, clarification was provided to the field clinical specialist by the facility upon request that the device was not explanted. This was a data entry error on the implant data card. After investigation it has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 ultra thv 4 years 9 months and 25 days post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 4 years 9 months and 25 days post implantation of a 26mm sapien 3 ultra valve in the mitral position via the transfemoral approach, the device was explanted. A 30mm surgical valve was implanted in the mitral annulus. The reason for the valve explantation is unknown at this time.